Event description:
It was reported that patient faced leakage issue as infusion set was leaking at site on (B)(6) 2026 and on checking tubing a little bit of insulin buildup was noticed which might be because of leakage. The patient had high blood glucose level which was treated with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.